Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was not trained with the shut down and restart of refrigerator and station a field service engineer (fse) verified that the ethernet cable had no physical damage and functioned properly when tested as a wan cable. The station and refrigerator were powered down, and the refrigerator was booted first, followed by the main station. After this sequence, the refrigerator became accessible in the application. The user was guided through the process as it required coordinated actions on both the station and the refrigerator. The system functioned as intended after the field service engineer assisted the customer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had failed storage space and not detected on bus, required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.